Event description:
On 15-feb-2022, the following information was provided to kci by the patient's family member: on (B)(6) 2022, the physician removed the activ.a.c.¿ ion progress¿ remote therapy monitoring system due to alleged bleeding from an artery. The physician placed an absorbable suture on the artery, prior to v.a.c.® therapy. The physician allegedly stated the stitch came loose during a v.a.c. Dressing change, and the activ.a.c.¿ ion progress¿ remote therapy monitoring system may have also put pressure on the stitch. Additionally, the physician suspected the blood thinners did not allow the artery to heal and exacerbated the bleeding. The physician discontinued the blood thinner medication and put a non-dissolvable stitch on the artery. The patient is scheduled to follow-up with the physician on (B)(6) 2022. On 16-feb-2022, the following information was provided to kci by the medical assistant: the physician is uncertain if the activ.a.c.¿ ion progress¿ remote therapy monitoring system caused or contributed to the patient's bleeding event on (B)(6) 2022. The physician indicated that the patient is on anticoagulation medication and may have been the cause or contributing factor to the alleged event. On 12-jan-2022, the device was tested per quality control procedure by kci service center, and the device passed and met specifications. On (B)(6) 2022, the device was placed with the patient. On 03-mar-2022, the device was tested per quality control procedure by kci service center and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged bleeding event requiring surgical intervention is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has a history of poorly controlled diabetes mellitus and poorly controlled hypertension, as well as systolic heart failure and atrial fibrillation requiring oral anticoagulation therapy. The patient had multiple surgeries on (B)(6) 2022 for a diabetic left foot infection with cellulitis and gangrenous necrosis that required amputations and debridements. On (B)(6) 2022, the wound care nurse noted that there was "active bleeding when the surgical dressing was removed. The periwound skin was macerated and blood was pooling in the macerated skin, leaving large clumps of congealed blood". Medical intervention was required using the application of surgicel and direct pressure. On (B)(6) 2022, the physician progress note indicates that the wound continues to have post operative bleeding intermittently. The patient remained on anticoagulation medication throughout hospitalization and up to the bleeding event on (B)(6) 2022. The device passed quality control checks before and after placement. Device labeling, available in print and online, states: contraindications. Do not place foam dressings of the v.a.c.® therapy system directly in contact with exposed blood vessels, anastomotic sites, organs, or nerves. Warnings: bleeding: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal: patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts) / organ ,infection ,trauma ,radiation ,patients without adequate wound hemostasis ,patients who have been administered anticoagulants or platelet aggregation inhibitors ,and patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. · protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.